Event description:
It was reported that during a colonoscopy, the colonoscope came loose from the processor unit. The displayed image could not be obtained until the system was rebooted. The case was completed without harm to the pt. This report follows a retrospective review of complaints for medical device reporting requirements based on a new procedure.